Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to increase stimulation due to high impedance measurements on the left side of her lead. Reportedly, the patient met with her physician and opted for surgical intervention as the next course of action to address the issue.